Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record and corrective action tracking system for the web database for the reported lot revealed no associated nonconforming material records or exceptions. A query of the vascular integrated product experience and reporting complaint handling system database for the reported lot revealed no other incidents and/or complaints reported for balloon rupture. Based on the reported information, it is likely that the balloon became compromised during the first inflation against the anatomy, resulting in the balloon rupture during the second inflation to the rated bust pressure of 15 atmospheres. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the procedure was to treat the right external common iliac artery. Reportedly, all steps for preparation were performed per the instructions for use (IFU). No resistance was noted during advancement. During the second inflation of the armada 35 percutaneous transluminal angioplasty (pta) catheter, the balloon ruptured at 15 atmospheres (atm). The device was removed from the anatomy without issue and the procedure was completed. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.